Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a damaged rear housing and a broken port. Event log history was performed and indicated that no errors were recorded in history and indicated that the pump may have had a power issue as observed near the end of the log. During analysis, the customer's reported problem regarding "pump keeps beeping" was unable to be duplicated. In addition, the stated concern of pump buttons not working was unable to be duplicated. Sensor testing found the alarm sensors functional at this time. Visual inspection found the pump housing broken. Serivce will replace front, rear housing along with any associated components required to enable pump to meet specification. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Correction: the previous supplemental report sent including device analysis with MFR# 3012307300-2019-01010 was for MFR# 3012307300-2019-02400. Please disregard the device analysis report sent with MFR# 3012307300-2019-01010 as the device has not been returned to manufacturer for device analysis.

Event description:
Information was received indicating that a smiths medical cadd legacy pump kept on beeping. The patient tried to reboot the pump 3 times and even changed the batteries. But the pump kept beeping. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patients due to the reported event.